Event description:
Narrative from staff: patient is currently admitted for a continuous multi-day chemotherapy infusion. The patient's parents called out reporting that the chemo tubing had come disconnected from the patient. The primary nurse entered the room immediately to find the primary chemo tubing disconnected from the spiros valve connection. The parents reported that they had called immediately after the disconnection had occurred and that no chemo had spilled from disconnected line. The primary nurse paused the IV pump and confirmed that there was no fluid noted on the patient or dripping from the line. The parents reported that they had clamped the patient's port-a-cath tubing immediately upon observing the tubing become disconnected. The primary nurse observed that the IV tubing had disconnected at the IV pump side of the spiros valve, a site that is supposed to become locked upon application to the IV tubing to prevent disconnection and forward flow of chemo drugs while disconnected from the patient to prevent chemo spills. The primary rn applied a new spiros valve to the primary IV tubing line and confirmed that the valve was fully screwed onto the tubing before breaking the free rotation seal on the spiros valve. The patient was reconnected to the IV pump and all connections were confirmed secure before restarting the IV pump.